Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8m, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which indicates a missing tube label. No retained samples could be inspected and the device history records could not be reviewed, as no lot number was provided. This complaint has been confirmed for the indicated failure mode missing label. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8m, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.